Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 was repeatedly sticking and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 kept sticking and required maintenance. A field service engineer (fse) identified that enhanced half height cubie drawer 2.2 on the main unit had multiple pockets with cubie memory read and write errors and also noted that the drawer required excessive effort to extend fully. The fse replaced worn retractor bands for drawers 2.1 and 2.2, reseated the row board cable on the drawer controller along with all cubie trays, and cleaned debris from beneath the cubies and trays. The fse further corrected a misaligned bearing cage on the slides and installed new rubber bumpers, confirming smooth and proper drawer operation. The system functioned as intended after the field service engineer repaired the device.